Event description:
It was reported that a spectrum pumphad door latching issues. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "door latching issues." The evaluation experienced door not fully latched messages caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.